Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-19 h6: investigation summary one 41173e-0006 sample from lot 20076061 was received in open packaging for investigation. Residual fluid was present in the line. A visual inspection confirmed the customer's experience as the tubing was received separated from the drip chamber. Minimal solvent was observed at the end of the tubing. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 20076061 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 41173e-0006 product.

Event description:
It was reported that the dehpfree pri grav set 1 ss vlv tubing disconnected from the chamber while priming the IV line. The following information was provided by the initial reporter: "priming IV line and the tubing came off the chamber - unable to use line - very unsafe if this had happened when connected to a patient".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the dehpfree pri grav set 1 ss vlv tubing disconnected from the chamber while priming the IV line. The following information was provided by the initial reporter: "priming IV line and the tubing came off the chamber - unable to use line - very unsafe if this had happened when connected to a patient."